Event description:
Customer reported that the keypad on the insulin pump was not working and the customer received a button error alarm. Customer's blood glucose reading at the time of the call was 159 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The device had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.